Event description:
It was reported bd syringe 3ml ll 200 s/c had a damaged plunger. The following information was provided by the initial reporter: "the plastic plunger on the syringes appears to be melted (shape is distorted)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 3ml ll 200 s/c had a damaged plunger. The following information was provided by the initial reporter: "the plastic plunger on the syringes appears to be melted (shape is distorted)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 06-dec-2021. Investigation summary: samples received for investigation. Upon visual inspection, a 3ml syringe is displayed and the stopper is observed to be distorted and damaged. Vfurthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with misalignment of the dials in the transfer discs, and stopper placement on the plunger during assembly process. Action were taken, valves were changed, and monthly maintenance plan updated to include the verification of the plunger-stopper assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.